Manufacturer narrative:
(B) (4).

Event description:
It was reported the pt had sciatica and turned his device up to 9.0v (he usually keeps his amplitude at 5.0v or 6.0v). The pt went to the ER where he received shots for the sciatica. Since then, he reported having pain at the lead electrode site. The pt stated this had happened in the past, right after surgery. The pt reported no falls or trauma, although he "almost fell with a big stretch". He additional reported intermittent surges. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.